Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required) with pelvic pain, genital haemorrhage (serious criterion medically significant), alopecia ("hair loss"), multiple allergies ("allergies"), hypoaesthesia ("numbness") and vaginal discharge ("discharge"). The patient was treated with surgery (hysterectomy; surgery to remove essure implant on (B)(6) 2015). Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, alopecia, multiple allergies, hypoaesthesia and vaginal discharge outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, alopecia, multiple allergies, hypoaesthesia and vaginal discharge to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had perforation of organs (seen as uterine perforation) and heavy bleeding (seen as genital bleeding). She underwent a hysterectomy 6 years after essure insertion. These events are anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact date and mechanism of the perforation was not specified. Despite the limited information, given the nature of the reported event a causal relationship cannot be excluded. Genital bleeding in women may have multiple causes. In the present case, no alternative explanation was provided. A contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), hypersensitivity ("allergies/ allergic reactions"), hypoaesthesia ("numbness") and vaginal discharge ("discharge"). The patient was treated with surgery (hysterectomy; surgery to remove essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, alopecia, hypersensitivity, hypoaesthesia and vaginal discharge outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, hypersensitivity, hypoaesthesia, uterine perforation and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-nov-2017: reporter information updated, lawyer added. Essure start date updated from (B)(6) 2009 to (B)(6) 2010, event migration was added, event abnormal bleeding was clubbed with previously reported event, event allergic reactions was clubbed with allergies and was recoded to meddra llt allergic reaction nos. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: ptc investigation result. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had perforation of organs (seen as uterine perforation) and heavy bleeding (seen as genital bleeding). She underwent a hysterectomy 6 years after essure insertion. These events are anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact date and mechanism of the perforation was not specified. Despite the limited information, given the nature of the reported event a causal relationship cannot be excluded. Genital bleeding in women may have multiple causes. In the present case, no alternative explanation was provided. A contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.